Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42532006702 - tibia cemented 5 degree stemmed - 63627256, 00111314001 - palacos rg 1x40 single - 85734578, 42521400512 - articular surface fixed bearing posterior stabilized (ps) right 12 mm height - 6368102, 42500606002 - femur cemented posterior stabilized (ps) standard right size 6 - 63618751, 42540000035 - all poly patella cemented 35 mm diameter - 64435660. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital is retaining the implants. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00332 and 0001822565-2021-03691.

Event description:
It was reported that the patient was revised approximately 4.5 years post implantation due to tibial loosening. Attempts have been made and no further information has been provided.